Event description:
During the last part of a leg case, the imaging changed from portrait to landscape. We were unable to change imaging back to portrait, but we were able to complete the case in landscape. Manufacturer called to check the artis x-ray imaging machine. Manufacturer rep came to the lab and replaced spc-1 according to the manufacturer's specifications. The system was tested and checked out okay. The equipment was not returned. There was no harm to the patient.